Event description:
It was reported that device had showing constant air-in-line error with no air present. The event happened during testing. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint of "constant air-in-line error with no air present" was confirmed during delivery accuracy testing. The dso sensor was out of alignment/not centered. The uso sensor was buckling. The lcd lens was physically damage/scratched. The latch lock mechanism was loose alarming a cassette error. The led orange light was out. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.